Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant informed the caller of programming options for this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was undergoing dialysis and went into cardiac arrest. The patient experienced an arrhythmia and anti-tachycardia pacing (atp) therapy was provided and then one shock was delivered which induced atrial fibrillation (af). Following this, there was a sensed event in the right ventricle (rv) and a sensed event in the atrium and then 450ms later, another rv sensed event and atrial sensed event and then pacing was delivered. A second shock had been delivered after which the patient had a ventricular tachycardia (vt) and the af slowed into a flutter and a shock then converted the arrhythmia. It was noted that the patient had a similar scenario occur two times in the same month. No adverse patient effects were reported.